Event description:
It was reported that the health care professional (hcp) tried to interrogate this pacemaker however, it was unsuccessful. A magnet was placed, and the hcp could hear a long tone however, technical services noted that pacemakers do not make tones and recommended to find out what device is implanted. At this time, the device remains in service. No adverse patient effects were reported.